Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that a high frequency jet ventilator (hfjv) was used in tandem with the ventilator on a patient. It was noted that the fio2 concentration was fluctuating. There was no patient harm. (B)(4).

Manufacturer narrative:
It has been reported that our ventilator was being used in tandem with a high frequency jet ventilator (hfjv). Information from the hospital states that the fio2 started fluctuating right from the beginning of the ventilation session. The system pre-use check performed by the hospital staff after the ventilation session did not reveal any device malfunction. The review of the returned device logs reveals that the event log does not cover the reported date of event. The technical log covers the date of event and there are no findings of any technical error codes that could indicate a device malfunction. The test log shows that the device passed the pre-use check both prior and after the reported date of event. The use of a hfjv in tandem with our ventilator system has not been tested, recommended or approved. Therefore, the consequences of its use with our ventilator are unknown. Hospital biomedical engineer has confirmed that there were no problems found with our ventilator and that the device has been placed back into service. Since no failure was found, no parts were replaced or sent in for investigation. The cause of the reported event is the use of hfjv in tandem with our ventilator device. (B)(4). Ref. Exemption #: e2018003. (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).